Event description:
The activation button was released and the device stayed activated even while it was set down on the stand. When the surgeon tried to correct the situation, the device had burned a hole in the surgeon's glove and also burned his left index finger.

Manufacturer narrative:
Conmed electrosurgery received the device in question and it was subjected to an electrosurgery unit interface test. This test simulates actual use and the returned hand piece had passed. Conmed's investigator had also performed a visual investigation and had not found any evidence of damage to the exterior of the device. The suspect sample did not activate on its own. The reported malfunction was unconfirmed and the event could not be reproduced.